Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9 733752r, serial/lot #: unk, product ID: 9735824r, serial/lot #: unk . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the flat emitter cable is really sticking when attempting to connect to system. The system did not recognize the emitter despite being connected properly. The site rebooted the system, and unplugged and plugged back in the emitter. It was noted by the surgeon that this issue happens all the time. There was no reported harm to the patient present, and there was a delay of less than an hour.

Event description:
Additional information was received. It was reported that this issue was discovered at install. This contradicts what was previously reported.

Manufacturer narrative:
H2: see b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the em control panel was replaced. The system then passed the system checkout and was found to be fully functional. B01, c07, d02 applicable codes. H3: analysis found on flat calibrated- analysis determined there was no failure found. Connector does not stick during insertion/removal into the controller. Controller and emitter tracked together as expected for 18 hours. Observed no physical damage to the connector. B01, c19, d14 applicable codes. Update sn/lot (B)(6). H3: analysis found on controller em- analysis determined there was no failure found. Connector does not stick with insertion/removal into the controller. Controller and emitter track as expected. No physical damage. B01, c19, d14 applicable codes. Update sn/lot #(B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.